Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode. Technical services (ts) recommended this pacemaker be replaced soon. This pacemaker remains in service. No adverse patient effects were reported.